Event description:
The account alleged that if the hi/low button is pressed on the side rail the hi/low will continue to run to its highest point after the button is released. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.